Manufacturer narrative:
A product investigation was performed. A visual inspection under 5x magnification, functional test, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. The shaft component of the lock feature on the housing has fallen off of the device. The component which secures the lock feature to the device is missing. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is missing component and therefore fallen apart. No new malfunctions were identified as a result of the investigation. The shaft component was reinstalled on the device but does not stay retained and does not function as intended. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to rough handling for this approximately 7 year old reusable device. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Event date: unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device history records review was conducted. The report indicates that the: part number 398.752 lot number 10-7739; manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 27.may.2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterile processing department received a broken hohmann-style arm from the operating room. A piece of the device had broken off. There is no additional information. This complaint involves one device. This report is 1 of 1 for (B)(4).